Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. The customer reported product problem (base hardware failure) was evidenced in the event history log (ehl). The error was not replicated during functional testing, however. The reported problem was therefore confirmed based on the ehl findings. The investigator suspected that the interconnect board was faulty. The product fault was ultimately attributed to a supplier issue. The interconnect board was replaced.

Event description:
It was reported that the medfusion pump exhibited a base hardware failure. This product problem was observed during testing. There was no patient involvement.